Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. It was physician¿s preference to replace the lead. No device malfunction was suspected. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pain since the permanent implant. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing a lot of pain since the permanent implant. The patient will undergo a revision.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.